Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak could be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. It was unable to conclusively determine the cause for this report. A post-implant bav was performed resulting in significant central ar which the physician suspected was due to a torn leaflet. It was reported that a torn leaflet was confirmed but the cause was not known. Per the evolutr instructions for use (IFU), ¿to ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus¿refer to the specific balloon catheter manufacturer¿s labeling for proper instruction on the use of balloon catheter devices.¿ the severe ar subsequently led to the decision to explant, and return of the valve to the medtronic explant laboratory. Central aortic regurgitation could be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The preliminary assessment of the cause(s) of this event suggested that a post valve deployment intervention was possibly a factor leading to the damage of the leaflet. Post-valve deployment interventions could include guidewire crossing or balloon dilation of the implanted valve. The balloon size was known; however it was unknown if the balloon was over inflated or other conditions present during the procedure that might have played a role in the torn leaflet reported. Although it was reported that the post bav procedure caused the tear in the leaflet and subsequent regurgitation, this could not be confirmed to determine a root cause. In this case, a 26 mm non-medtronic transcatheter valve was implanted but the implant position was reported to be low into the left ventricle and blocked the lvot with a partial occlusion. Subsequently, the procedure was converted to surgery and the medtronic valve and the non-medtronic valve were explanted. It was reported that the patient death occurred approximately three days after the procedure. The report of patient death at three days post-implant/explant did not provide a specific cause. No autopsy was reported. A relationship between the explanted device and the death could not be established. No allegations were made relating the valve or its function to the death. Overall, there was no information to suggest a device quality deficiency related to this event. This event does not indicate device malfunction. Additionally, the event description does not indicate a potential manufacturing issue. No new risks have been identified among the listed adverse events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, the valve was implanted at a reported depth of 3 mm but moderate paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (bav) was performed with a 25 mm non-medtronic balloon. Significant central aortic regurgitation (ar) was noted which the physician suspected was due to a torn leaflet. A 26 mm non-medtronic transcatheter valve was implanted but the implant position was reported to be low into the left ventricle and blocked the left ventricular outflow tract (lvot) with a partial occlusion. Subsequently, the procedure was converted to surgery and the valves were explanted. No further adverse patient effects were reported.

Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, the valve was received in a hospital specimen jar in clear solution. All the leaflets were in the closed position with a gap in the point of coaptation. All the leaflets were flexible and leaflet 1 and 3 were intact. A tear in leaflet 2 adjacent to the commissure 1 ¿ 2 was noted. Due to the tear, leaflet 2 was prolapsed. The tissue tore aware from the sutures and fraying was noted on the torn area. Remnant of tissue remained on the commissure. The manufacturing sutures were intact, with no unraveled sutures. All the commissures were intact, and leaflet 2 tear was right below the commissure 1 ¿ 2. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the balloon was inflated for 8 seconds using 1 atmosphere (atm). The central aortic regurgitation (ar) following the balloon aortic valvuloplasty (bav) was severe. A torn leaflet was confirmed but the cause was not known. It was reported that the physician suspected the quality of the valve may have contributed to the tear. Both transcatheter valves were explanted and replaced with a surgical valve. It was reported that the patient died but the cause of death was not received. It is unknown whether an autopsy was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon recent review of the previous medwatch reports submitted, it was noted that the time frame for the patient death was not included. It was reported that the patient death occurred approximately three days after the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.